Event description:
Boston scientific crm received information that this patient received an appropriate shock. Upon interrogation this right ventricular (rv) lead revealed a shock impedance measurement of less than 20 ohms. The patient was admitted to the hospital, since there was no guarantee that he was still protected. During the revision procedure, it was noted this rv lead had insulation damage, and the associated device had a burn spot on the can. The physician elected to cap and abandon this rv lead, and explant and replace the associated device. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead was successfully replaced, and a portion of the lead will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated the proximal segment only of this lead was returned. Analysis confirmed there is a lead insulation abrasion 95-105 mm from the is-1 terminal pin on the is-1 leg. The edges of the abrasion have a sawtooth and jagged appearance. Microscopic evaluation of the abraded region indicates the tubing wall thickness was reduced to the stage where pressure from the underlying coil resulted in the formation of holes in the silicone. The morphology of the insulation breach is indicative of lead-on-can contact. Analysis also confirmed there are arc marks (melted metal) on this lead's rate/sense (rs)+ conductor coil. The coil has been melted apart. An arc mark was also noted on the associated device can.